Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips and meter were tested and the primary complaint was not confirmed. Unrelated to the primary issue, the meter had a lift high pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on february 1, 2012 with the following findings: the test strips have passed all testing with no faults found. The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
The user in germany reported blood glucose results of '220 and 68 mg/dl' with the onetouch veriopro meter and '270 and 52 mg/dl' on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.